Event description:
On an unk date, during an unspecified procedure, a physician implanted a coupler device. Due to misalignment of the pins, the lumen of the vessel was narrowed. The device was left in place. The physician was unconcerned by the narrowing of the vessel.

Manufacturer narrative:
Device was implanted but the date of implant was unk. A review of the device history was not possible since the lot number was unavailable. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.